Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was 165 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump h was bumped after taking shower. Customer reports he insulin pump's screen was flashing. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to corroded electronics assembly.unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to constant blank flashing white light display.